Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pin in the white plug of the mobile power unit (mpu) was missing. The mpu was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s patient cable having a damaged pin was confirmed, as one pin within the white lemo connector was missing upon arrival of the returned unit at the european distribution center. The mpu (serial number: (B)(6) was functionally tested and found to perform as intended despite the observed pin damage. The patient cable was replaced, and preventative maintenance was performed. The mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: a cut in the handle of the mpu was noted during investigation. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit and its patient cable. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.